Manufacturer narrative:
(B)(4). Batch # t5ce86. Investigation summary: video received. Upon visual inspection of one video, the following was observed: the video shows a device from jaws area with a blue reload loaded and tissue between the jaws. The device tries to be fired, however appears to be that was not possible and jaws cannot be open. The tissue that protruding of jaws was cut for removed the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stops windows resulting in the knife pushing the one piece sled forward and locking the cartridge. Based on the video the event describes are confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. The analysis results showed that one plee60a device was returned with the closing trigger open and anvil in closed position. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. A gst60b cartridge loaded in the device. The cartridge reload was received partially fired 1/3. After further evaluation, the anvil could not be opened. No functional test could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components and the knife was noted to be buckled. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will buckle, and as the knife is attempting to pull the anvil towards the cartridge to form the staples it will result in the damage observed on the anvil. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information was requested, and the following was obtained: please explain what is meant by ¿didn¿t fire properly¿? Was the device difficult to close? Does the surgeon routinely wait 15 seconds prior to firing? Were any unusual noises heard? What troubleshooting steps were taken to open device? Was there an attempt to use reverse switch or manual override lever? What is the current patient status? Didn¿t fire properly means the first reload when fired motor made an unusual sound and no staples were formed. Closure of the jaws was normal without any issues. Surgeon did wait for 1 minute as their protocol they follow. Unusual sound was heard on first and second firing. First firing it opened normally with the release knob. Second firing it got stuck reverse switch and manual override both were attempted to bring the knife back to original position which failed and eventually surgeon has to resect out the portion of bowl involved within the jaws of stapler patient has been discharged and as planned patient was done apr.

Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information received: decontamination of the abdomen compromised - per the surgeon the plee60a didn¿t fire and got stuck in the apr surgery, surgeon had to resect (the either side of the bowl involved) manually with laparoscopic scissors and manually suture the bowl which in the case there was discharge of fecal material in the abdomen during the same. There was no patient consequences reported but precautionary extended post op ICU stay. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Please explain what is meant by ¿didn¿t fire properly¿? Was the device difficult to close? Does the surgeon routinely wait 15 seconds prior to firing? Were any unusual noises heard? What troubleshooting steps were taken to open device? Was the reverse switch used or manual release? What is the current patient status?

Event description:
It was reported that during an abdominoperineal resection procedure, the first powered echelon loaded with the second blue cartridge didn't fire properly. Procedure was delayed by 60 minutes. The stuck part of bowl was resected out using scissors and hand suturing done. Procedure was completed successfully. Decontamination of the abdomen was compromised.